Event description:
The customer reported that while running a hepatitis c virus assay, summit sample handler did not aspirate any diluent from position 9 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.